Event description:
Distributor representative reported to fhc's (B)(4) authorized representative; an incident where the mt controller would provide a message to zero the drive repeatedly in a very short span of time after zeroing it. The associated microtargeting drive could not be descended due to this issue. The burr hole was open and the surgery was canceled. The patient showed no adverse effects as a result of this incident.

Manufacturer narrative:
The microtargeting controller was evaluated and it was found to perform within specifications. The zeroing error message may be due to fluctuation of the mains voltage (220v) at the hospital as they also reported problems with MRI and x-rays.